Event description:
At the beginning of the case, the user attempted to manually ventilate the pt and was unable to obtain any pressure. The user depressed the fresh gas flush button; however was still unable to build or obtain any pressure to ventilate the pt. An alternate ventilator device was used as the power to the machine was cycled. Upon power up, the machine functioned normally and was used to complete the case. The initial reporter was unaware of alarms posted at the time of the reported occurrence or a cause for the reported condition. No pt injury.